Event description:
¿Multiple air accumulation alarms occurred while running levophed through IV pump causing pump to stop infusing medication numerous times. Alarms stopped after switching IV tubing to a new IV pump. Original pump removed from service and service request sent to biomed."manufacturer response for infusomat pump, infusomat (per site reporter)bbraun evaluating air in line issues.